Event description:
Description of event according to study: on an as yet unknown date in 2019, the patient was treated for fusiform thoracic aortic aneurysm with routine (planned) placement of at least one zta device. Procedure and imaging data related to the procedure have not yet been entered in the study database. Adverse events (ae) are noted at the 1-month, 6-month, 12-month, and 3-year visits, but only the 3-year ae has been entered in the database. The only imaging information available is pre-procedure and 1-month follow-up. Occluded celiac artery is noted at the 1-month visit¿this has been queried for additional information. The 3-year visit is noted to have occurred on (B)(6 )2022, which is also the date of the reported ae, aneurysm or vessel leak, as well as the date of the patient¿s death. No treatment is noted. The event was noted as related to the study device, specifically ¿type iii endoleak after tevar (thoracic endo vascular aortic repair).¿ it is noted that the event occurred due to a device deficiency: ¿not complete seal of endoprosthesis, resulting in a type iii endoleak.¿ patient outcome: reported aneurysm or vessel leak related to zta study device (rpn not yet reported), occurred as a result of a device deficiency (incomplete seal), and led to the patient¿s death, which was reported as related to a product complication.

Manufacturer narrative:
Manufacturers ref (B)(4). D4) catalog# is unknown but referred to as zenith alpha¿ thoracic endovascular graft. G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. A 74-year-old female patient underwent frozen elephant trunk aortic arch replacement for aneurysm on (B)(6) 2018. On (B)(6) 2019 the patient underwent planned tevar (thoracic endovascular aortic repair) for thoracic aortic aneurysm, where a zta-pt-42-38-225 (complaint device), a zta-d-40-197 and zta-d-42-204 were implanted. Location of graft material of the zta-pt-42-38-225 was zone 3: first 2cm distal to lsa (left subclavian artery), location of graft material of the zta-d-42-204 was below celiac. The deployment of the zta devices was reported as successful. No evidence of endoleak were reported in the completion of the procedure. The patient experienced ischemia of intercostal arteries resulting in thoracic pain post-procedure (handled in the related complaint). This event was reported as unresolved at time of death. The cause of the ischemia was reported as overstenting intercostal arteries. The event led to permanent impairment of a body function or permanent damage to a body structure. (B)(6) 2022 (1143 days post-procedure) a type 3 endoleak was revealed. The event was considered to be related to the study device and treated aortic disease. Per the reported information, not complete seal of endoprostheses resulted in a type iii endoleak and led to death. Based on the provided information it is assumed that the type 3a endoleak occurred between the frozen elephant trunk and the most proximal implanted zta stent graft. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. No imaging was provided for the investigation, and the provided information is very limited, why it has not been possible to determine the exact cause of the type iii endoleak. It is possible that the use of the zta stent graft in combination with an artificial vessel/elephant trunk could have contributed to the reported incomplete seal of the endoprostheses resulting in a type iii endoleak, as the zta is intended to be placed in the descending thoracic aorta in a part with nonaneurysmal aortic fixation sites proximal and distal to the thoracic aneurysm. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent